Manufacturer narrative:
(B)(4) date sent: 3/1/2022 d4: batch # v94k4t investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed six conforming clips. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: firing the instrument over another clip or instrument can also damage a properly deployed clip, disrupt related vessels and structures, and damage the instrument. Avoid firing the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to release the clip prematurely. Excessive tissue manipulation with clip in jaws may result in clip dislodgement." As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, cannot open carriage during firing. It is unknown how procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.